Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced unstable angina. In (B)(6) 2010, the patient presented with unstable angina and non st elevation myocardial infarction and cardiac catheterization was recommended. The 70% stenosed and 15mm long target lesion was located in the 2nd obtuse marginal (om) with a reference diameter of 2.5mm, the target lesion was treated with pre dilation and placement of a 16x2.5mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with unstable angina. The patient experienced cardiac pauses. It is unspecified how the patient's angina was treated.

Event description:
It was further reported that no pacemaker was inserted. Target vessel revascularization was performed in left anterior descending artery to treat the angina and the patient was discharged three days later recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).